Event description:
It was reported that a power source alert after the customer plugged the pump into charge using the tandem-provided charging cable and a 3rd party wall adapter. There was no reported impact to the customer's blood glucose level. The pump began charging after being moved to a different wall adapter.